Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery she had a yag laser procedure to remove a "film" from her lenses. She stated following the procedure she sees starbursts around lights. Add'l info was received from the surgeon, who reported the consumer had posterior capsule opacification (pco). There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts were made to obtain add'l info and a completed questionnaire was received from the surgeon on (B)(4) 2012. (B)(4)